Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. A review of the device history record was not possible since the batch number was unavailable. Based on the information received, the cause of the reported pericardial effusion could not be conclusively determined. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
During an ablation procedure, a pericardial effusion occurred. During the procedure, an attempt was made to pull the basket catheter back into the right atrium, however, the ablation catheter became entrapped within the basket catheter. An ice image confirmed a pericardial effusion. The patient became hypotensive, a pericardiocentesis was performed, and the patient stabilized. It was indicated the perforation occurred due to aggressive manipulation of the basket and ablation catheters across the septum. There were no performance issues with any sjm device during the procedure.